Event description:
It was reported that during a procedure, the subject device did not focus and/or possibly white balance. The procedure was completed utilizing a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device did not focus due to damaged coupler. Poor color or white balance was due to faulty charge coupled device. Additionally, the device failed leak test due to cut on cable. A device history review could not be verified since the subject device was manufactured more than 15 years ago. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during a procedure, the subject device did not focus and/or possibly white balance. The procedure was completed utilizing a similar device. There were no reports of patient harm.